Manufacturer narrative:
Investigation: inratio recision data provided by end-user lot: date 10/09/2013, 1 st inr = 7.1, 2 nd inr = 3.0, 3 rd inr = 4.4, mean 4.83, sd = 2.08, %cv = 43.1. Since %cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. In-house therapeutic donor testing has been performed on reported lot 315093 on (B)(6) 2013. Results as follows: donor 218, inratio 2.2, 2.1, 2.1, reference 1.82, bias 1.32, threshold 1.32 - 2.32, %cv 2.71; donor 220, inratio 2.9, 2.9, 3.3, reference 2.78, bias threshold 1.78 - 3.78, %cv 7.61. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. Conclusion: as review on (B)(4) 2013, (B)(4). Due to this low occurence rate, below the action thresholds monitored by qa for corrective action no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" (B)(6) inratio = 7.1 at 2:09 pm; repeat inratio = 3.0 at 2:35 pm; repeat inratio = 4.4 at 2:56 pm. Therapeutic range 2-3.